Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not charge energy for defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. It was determined that the cause of the reported issue was the main keypad being damaged. The main keypad was replaced to resolve the issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
A customer contacted stryker to report that their device would not charge energy for defibrillation therapy.